Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited therapy exhaustion for inappropriate shocks delivered for supraventricular tachycardia (svt). Additional information indicates that the device was reprogrammed and the patient was given medication. The device remains in service. No adverse patient effects were reported.